Manufacturer narrative:
.

Event description:
It was reported that the patient experienced getting ¿jelly-like¿ when she gets too much baclofen even though she was on a low dose. The patient has had swelling in her legs and feet for the last five years. The patient was to have a magnetic resonance imaging (MRI) scan unrelated to the therapy/device, for a separate medical issue. There was a request to check the device after the MRI. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the physician was unaware of the adverse events. No troubleshooting was performed. The physician stated ¿appears to be progression of multiple sclerosis (ms). The neurology physician was evaluating. Patient outcome was unknown. The device system delivered lioresal 500mcg/ml at 32.47mcg/day.

Event description:
It was later reported that the patient received assistance from the doctor or manufacturer representative and the concerns were resolved. The patient had an appointment on 2013-10-08 following the MRI.

Manufacturer narrative:
Product ID: 8711, lot# j11345r29, implanted: (B)(6) 2002, product type: catheter. (B)(4).